Event description:
It was reported from an anonymous survey result that the two patient¿s experienced ¿hypersensitivity¿ with the use of seprafilm. The physician specified ¿just 2 patients have shown hypersensitivity that could have been caused by seprafilm but this was never confirmed as both patients had autoimmune conditions that could have been the cause of this reaction¿. At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.